Event description:
The infusion pump is programmed to run at 96 ml/hr for 24 hours, the infusion completed one to two hours early. No additional specific information was received. No patient injury was reported.